Event description:
The surgeon performed fundus first cholecystectomy due to difficulty in recognizing porta hepatus anatomy due to fibrosis. The gall bladder delivered as per routine operation. It was noticed during routine washout with saline at end of operation that there was a slight green tinge to washout solution, suspected bile leak. Further investigated staple line: cystic artery bleeding which was controlled with suturing. Bile leak apparent from center of stump staple line appeared to be complete at proximal and distal end but there was a noticable gap of around 2mm in the center of the staple line. The specimen side had a complete staple line and staples completely formed. Attempted to suture tissue, but tissue very thin and this was not possible, the case was then converted to open. On examination of the specimen the staple line was completely formed at the specimen side.